Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread came off the needle when the nurse grasped the device before passing it to the physician. A new suture was used without issue. There was no patient injury.